Event description:
Implantation of cmc spacer 2008. Eaton stage iii-IV. Fixation with suture anchors. Explantation in 2009 ("needed stronger pinch").

Manufacturer narrative:
Lot unknown, no device available for evaluation. Therefore, the investigation is based on feedback via the distributor only. Reason for explantation unknown, but advanced stage of arthritis and too high expectations may have contributed to the event.